Event description:
It was reported that upon removal of the device from the package, the obturator broke at the collar. There was no pt involvement, however, the anesthesia time was extended while awaiting a replacement. The device was returned and submitted to the lab for decontamination and analysis.